Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe pump was infusing actrapid insulin at 3units/hr. Channel error appeared on screen with "calibration" on the screen of the syringe driver. Insulin infusion was disconnected, and pump was isolated. Arterial blood gas was ordered to monitor blood glucose levels. Infusion was restarted on a new channel. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of IV pump channel error was confirmed and replicated during the investigation. The suspect syringe module was attached to the returned concomitant pcu to program a test infusion. When the suspect device was attached, the reported error 351.6660 (syringe calibration required) was replicated. Multiple attempts to turn on the device were performed, and the same error code was observed displayed in each instance. The device was unable to perform a test infusion; therefore, it was opened for inspection. Worn and damaged split nuts were found. These split nuts were temporally replaced with known good parts for testing purposes only, and the calibration was attempted. A calibration and preventive maintenance test were conducted to verify the overall functionality of the device. After replacing the worn split nuts, the device was found to be in good working condition. Worn split nuts product analysis procedure was performed to verify the functionality of the device after replacement and was found to be in good working condition. The event date and time provided by the facility was august 22, 2025, at 6:20 pm. Syringe module error log was reviewed in order to verify the complaint issue, and it was found that an error 351.6660 (syr_plunger_position_failure) was displayed near the time provided by the facility (5:55:47 pm) and on the same event date. The error code was observed on the concomitant pcu s/n: (B)(6) as sry_calibrate, confirming the issue of the complaint. The last infusion performed on the event date provided by the facility was at 4:55 pm. New patient was not selected; the dataset was observed to be monash health v1_29 and the profile used was noted as (1) adult ICU/theatre at 4:55 pm on (B)(6) 2025, syringe module 8110 (s/n: (B)(6) on channel a was selected. A bd plastipak 50/60 ml syringe was chosen, and the infusion was restored using guardrails drugs. The programmed parameters were: drug ID = 9 actrapid insulin (50 units in 50 ml), rate = 2 ml/h, and volume to be infused (vtbi) = 45.5262 ml. The infusion was started. Primary volume infused (pvi) = 165.707 ml, accumulated from prior infusions. At 5:55 pm, an error message was displayed: error 351.6660 (syr_plunger_position_failure). At 5:56 pm, the channel was turned off, and the power-down process was canceled. Pvi = 206.523 ml. The error 351.6660 display was confirmed. At 6:20 pm, the syringe was selected three times, and the ac power source was disconnected. On (B)(6) 2025, at 2:01 am, battery low alarm was displayed. At 2:24 am, battery very low alarm was displayed. At 2:27 am, the pcu was silenced, channel off was pressed and the system was powered off. Pvi = 206.523 ml. No other infusion was performed on that day. Bd alaris system channel error tip sheet states the following instructions: to silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris pc unit during the alarm state. Return the affected module to your facility's biomed department. Bd alaris system manual (v12.1) states in trouble shooting and maintenance the following about syringe calibration required. Meaning: the module needs calibration before use. Calibrate scrolls in the message display. Other modules currently infusing will continue to operate. Response: replace the module with an operational device as soon as possible. Service by qualified personnel is required. Press the confirm soft key to continue. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported IV pump channel error is attributed to a damaged worn split nut. Note that this report lists imdrf annex c23, c070606, d02, a0401, g02017, a040601, g0201503 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe pump was infusing actrapid insulin at 3units/hr. Channel error appeared on screen with "calibration" on the screen of the syringe driver. Insulin infusion was disconnected, and pump was isolated. Arterial blood gas was ordered to monitor blood glucose levels. Infusion was restarted on a new channel. There was patient involvement but no harm.

Event description:
It was reported that the syringe pump was infusing actrapid insulin at 3units/hr. Channel error appeared on screen with "calibration" on the screen of the syringe driver. Insulin infusion was disconnected, and pump was isolated. Arterial blood gas was ordered to monitor blood glucose levels. Infusion was restarted on a new channel. There was patient involvement but no harm.

Manufacturer narrative:
Correction: manufacturer narrative. Note that this report lists imdrf annex c23, c070606, d11, d02, a0401, g02017, a040601, g0201503, g04061 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.